Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 12 pm with a blood glucose level of 471 mg/dl after receiving motor alarms from their insulin pump. The customer was treated for their blood glucose with manual injections. She stated she took the pump off and had it in her purse for less than 48 hours. Customer was assisted with troubleshooting a motor error alarm they received form their insulin pump. The customer did not return the product back for analysis.